Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 28dec2020.

Event description:
The customer reported that it alerted to an inoperable condition for an air valve liftoff failure upon powering on the ventilator, and the blower was not running. There was no patient involvement. The customer spoke with a remote service engineer (rse). The rse advised the customer to check the terminal block j2 black and red connectors for 29 volts. The rse advised if the 29 volts is present that the issue is either the blower or the blower motor controller board. If the 29 volts is not present that the issue could be the power supply. The customer later emailed that the voltage at pins 1 and 2 of j2 of the power supply is only 5.5 volts. The rse advised the customer to replace the power supply. The rse followed up with the customer and was informed that the customer replaced the fuse f2 on the power supply and the issue was resolved.